Event description:
The pt reported pain and stinging at the neurostimulator site. The pt also reported her legs collapse and overall weakness when she yawns or stretches since implant whether the device is on or off. Add'l info has been requested by medtronic from the healthcare professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is received. Refer to medwatch report# 6000153200702844.